Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute integrity stents were implanted in the lad. Approximately 16 months post index procedure the patient suffered from gastrointestinal bleeding. Event treated with hospitalization, acid suppression, stomach protection, hemostasis, somatostatin pump maintenance, fluid replacement, blood transfusion. It was indicated that the patient was on aspirin and clopidogrel at the time of the event. Patient recovered. The investigator and sponsor assessed the event as not related to the index device and possibly related to the anti platelets.